Manufacturer narrative:
System logs were not available for review.

Event description:
It was reported that after the patient underwent an ion-assisted lung biopsy procedure, the patient had pneumothorax which required chest tube placement. The target nodule was located in the right middle lobe 7 millimeters (mm) in size abutting the pleura along the right pericardial surface. Pre-procedural planning was completed using the ion robotic bronchoscopy platform with spin computed tomography (CT) guidance. During a navigational bronchoscopy procedure, the catheter was initially positioned close to the target lesion as confirmed by spin CT imaging, although not directly within the nodule. A single needle deployment was attempted, but the needle did not enter the lesion or contact the pleura. Subsequent recalibration based on intra-procedural imaging led to catheter repositioning; however, the catheter lost access to the target airway due to acute angulation of the airway (small 5th¿6th generation bronchus). The patient developed bronchospasm in the previously accessed airway likely prevented successful re-localization during two additional attempts. No further needle biopsies were performed. During a third attempt to advance the catheter, repeat spin CT imaging detected a pneumothorax, prompting immediate termination of the procedure. The physician reported that the pneumothorax was not directly caused by the ion platform or the needle deployment. Contributing factors included the challenging peripheral bronchial anatomy, probable bronchospasm, unsuccessful re-entry into the target airway, inadvertent entry into an adjacent airway, and possible shearing or trauma during catheter manipulation. No tissue samples were obtained. Interventional radiology placed a chest tube, resulting in rapid resolution of the air leak. The patient remained stable throughout, was observed overnight, and discharged the following day without further complications. There was no allegation of malfunction involving the ion system, instrument, or accessories.